Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 100% stenosed chronically occluded target lesion was located in an unknown stent that was located in the moderately tortuous superficial femoral artery (sfa). The 1.5mm x 20mm x 142cm coyote catheter balloon was advance to treat the target lesion. Upon inflation, the balloon ruptured at unknown atms. The device was removed and the procedure was completed with another device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported the lesion was moderately calcified. The coyote es otw 1.5mm x 20mm x 142cm balloon catheter was inflated one time and ruptured on initial inflation. The balloon catheter was removed intact.

Manufacturer narrative:
Age at time of event 18 years or older. Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes. Additional information: describe event or problem device evaluated by manufacturer. The coyote es catheter was received with blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).